Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release, the valve dislodged ventricular. During an attempt to implant second valve, the first valve migrated deeper into the ventricle. The second valve was not deployed. A snare was used to reposition the first valve into a higher position; however the valve dislodged above the annulus. It was then pulled into the ascending aorta and remains implanted there. It was decided to not proceed with an additional valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.